Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted ¿omentum and a wadded up piece of previously placed umbilical hernia repair mesh with second hernia just above it about 1 centimeter in diameter. The primary hernia with incarceration was 3 centimeters in diameter. The failed mesh was removed and another mesh device was placed to treat the hernia defect.¿ it was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/6/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/23/2022. H6: appropriate term / code not available (e2402) utilized to mesh migration. Additional b5 narrative: it was reported that the patient experienced adhesions and mesh migration following surgery.